Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction code appears again, which they acknowledged and understood.